Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant urinary incontinence after implantation. Imaging revealed that the pressure-regulating balloon contained less fluid than expected. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant urinary incontinence after implantation. Imaging revealed that the pressure-regulating balloon contained less fluid than expected. The patient was determined to require replacement of the aus. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced significant urinary incontinence after implantation. Imaging revealed that the pressure-regulating balloon contained less fluid than expected. The patient was determined to require replacement of the aus. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Correction to field b3: date of event.